Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that since the trial period, having the stimulation on full did help the patient walk an extra block, but it did nothing for the pain in his back. The patient noted that three different manufacturer's representatives (reps) tried reprogramming the unit at least eight to ten times, but the patient never got relief where he needed it the most. The patient noted that his healthcare provider (hcp) and the rep only wanted 50% improvement, which the patient had to agree to since before the trial he couldn't even walk (B)(6) feet without stopping. Now, with the unit, the patient could walk at least (B)(6) feet, but he still needed to stop to correct his pain. The patient noted that he could not stand still, for things like washing dishes or folding clothes, for more than five minutes without his lower back starting to burn. The patient appreciated everyone's attempts at helping control his pain, but unfortunately the stimulator only helped very little. The patient was hopeful that they could correct the stimulation to where it was really needed in the future. No device issues were alleged regarding this event. Additional information was received. Patient reported screws were loose in their back and they had a lot more pain "for the past 8 months (2016)." It was also reported that 'they tried to raise it because it didn't come past their buttocks" and that they were "zapped where no man should be zapped." It was reported that it didn't reach their lower back but it did help with their walking, but they are unable to wipe themselves because of the pain in their back.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that the patient they met with a manufacturer representative (rep) after the implant procedure for stim adjustments. The stim adjustments did not work as the stim did not reach above the patient¿s waistline to their lower back where the pain was the worst. The patient also reported that they were constantly in chronic/severe pain, they were not able to activate the stimulator and the stimulator stopped working after two years of use. Lastly, the patient reported that they felt worse than they did on the date of their accident and expressed suicidal ideation.